Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after testing, the pump turned on with force sensor failure test and force sensor failing to calibrate. The plunger left case flippers were stuck and broken and unable to move. The top housing tube seal was out from the case and broken, and the plunger cable was loose and broken. The customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the tube seal, plunger kit, and plunger cable. The pump passed calibration and performed as intended after functional and flow delivery testing.

Event description:
It was reported that the device had a force sensor test that occurred during preventive maintenance. There was no patient involvement and no patient harm.